Event description:
The car device was used following a lar procedure, performed in patient suffering from solitary rectal ulcer disease. The device closed, pins deployed but stapler wouldn't fire. Colostomy was performed in the proximal colon and the ring was manually extracted. The rectal stump was preserved and a repeat anastomosis was performed using a stapler. Patient was discharged without any complaints on pod 4.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released pursuant to the product specifications. The device (including the ring) was returned for evaluation. No failure or functional malfunctions were observed. Visual examination revealed multiple spikes penetration in the anvil. In successful attempts to simulate the event, it was realized that the closing sequence was most probably interrupted by the user, and attempts to open the device were made after the audible indication was heard, which is against the instructions in the device's IFU. The user indeed indicated that the device was opened twice after the "point of no return." It was, therefore, concluded that the event was not related to a failure in the device but rather to a user's error, as the device was not operated according to the instructions in the IFU.